Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, while attempting the transseptal puncture, the patient's blood pressure dropped and a possible pericardial effusion was noted via echocardiogram. The procedure was cancelled and the patient was noted to be in stable condition. No intervention was conducted. There were no performance issues with the device.